Event description:
Customer reported that the device was implanted during a routine laproscopic incisional hernia repair. Six hours later, the patient presented with excessive bleeding from vessel transection that occurred during the initial repair and the patient was returned to surgery to correct the bleeding. The surgeon had to convert from a laproscopic repair to an open repair, due to technical difficulties. It was then discovered that the orc layer of the previously implanted mesh had completely delaminated from the prolene soft layer. A decision was made at that time to excise the mesh and repair the incisional hernia at a future time.

Manufacturer narrative:
The re-operation was a result of vessel laceration during the previos tissue disection and device implant. The reoperation was not related to the mesh or is quality. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.